Manufacturer narrative:
Information references the main component of the system and other applicable components are product ID: 8711, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving lioresal (2000 mcg/ml at 100 mcg/day) via an implantable infusion pump. The patient had a medical history that included brain injury and spasticity. It was reported that during a replacement surgery for normal elective replacement indicator the hcp was unable to aspirate the catheter; the hcp reported getting possibly 0.1 ml of fluid during the attempt to aspirate. The spinal incision was opened and there was no anchor and the catheter end was short and not in the intrathecal space. It was unknown if any environmental/external/patient factors may have led or contributed to the catheter migration issue. A catheter was placed and the old catheter was discarded. The issue was reported as resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.